Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger/modem would not power on. The last pt to use this charger/modem did not report any problem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval a flash failure was found at pin a23 of the flash memory (components (B)(4)) on ca board sn (B)(4) the cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any problems.